Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with netilmicin (50 milligrams, frequency and route of administration not reported) and targocid (400 mg, frequency and route of administration not reported) injections. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.